Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 1086307 200-02-38 - three peg patella 38mm; 0692114 204-04-45 - trapezoid tibial tray sz 4f/5t; 1194185 204-34-04 - fluted stem extension 40l x 14 mm; 0716067 204-36-12 - stem extension w/slot 120l x16 mm; 7717243 208-01-04 - cc femoral sz 4; 0909875 208-09-05 - cc stem ext adaptor 5 degree. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during investigation of a reported revision for this male patient, that an earlier revision was found. The male patient, initial right knee implanted on (B)(6) 2008, underwent a revision procedure on (B)(6) 2014, approximately 5 years 7 months post the initial procedure for reasons unknown. 2nd revision reported under MDR # 1038671-2022-01100.